Event description:
It was reported to boston scientific corporation that a radial jaw 4 standard capacity biopsy forceps was used during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, when a small polyp was removed using the biopsy forceps, a tear and bleeding occurred. Two clips were placed and the bleeding was stopped. The procedure was completed with this biopsy forceps device. The patient was sent for an x-ray, where it was confirmed that a perforation had occurred. No further treatment was required for the bleeding and the perforation, however the patient was hospitalized and observed. The current condition of the patient has been reported to be fine.

Manufacturer narrative:
The patient's age is unknown; however the patient was under 18 years of age. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.